Event description:
Device #1 of 2: reference MFR. Report:1627487-2015-26097. It was reported the patient is no longer receiving effective stimulation. The sjm representative met with the patient and confirmed high impedances on all contacts of one lead. X-rays were taken and confirmed the lead has migrated; however, there was no disconnection or fracture. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26097. Follow up information identified the patient underwent surgical intervention to remove and replace the leads.. The patient is receiving effective stimulation.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.